Event description:
The doctor reports that during the dental procedure, the mount of the implant located in dental position number #37 was not possible to disengage from the implant. Implant loss stability and was removed. 1 hour delay was reported the doctor confirms that the procedure was not completed with another implant and that the patient will have to return in the future to complete the dental procedure. The doctor also reported pain, inflammation and bone loss during extraction.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Expiration date unknown / not provided. Premarket identification k011028 and k013227. Device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One implant was returned for investigation visual evaluation of the as returned product identified the mount was not returned. Cover screw does not disengage from the implant. Malfunction. Damage due to the removal process. Functional testing to recreate the reported event, verified the cover screw was stuck to the implant and could not be disengaged. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 37 (fdi) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: warnings, precautions and breakage (pages 1 & 2). Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review: DHR review was completed for the subject lot number (1247586). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1247586) for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not disengage/release¿. Post market trending review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (tsvwb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed

Event description:
No further event information is available at the time of this report.